Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture, pain in breast and form changes via MRI, on implant exchange day side rupture and baker iii capsule contracture was confirmed". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3, rupture.

Event description:
Healthcare professional reported "rupture, pain in breast and form changes via MRI, on implant exchange day side rupture and baker iii capsule contracture was confirmed". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.